Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the trunk cable pulse wires were pulled short, dislodging the heat shrink and shorting to the dn pca. The root cause for the pulled cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.